Manufacturer narrative:
Zoll has not yet received the icy catheter for investigation. A supplemental report will be filed when the product has been received and investigation has ben completed.

Event description:
A patient was hospitalized and ivtm therapy was initiated utilizing icy catheter. After an unknown period of time after icy catheter placement, the saline bag was found to be empty. The catheter leak was suspected. No known impact or patient consequence was reported. No additional information was provided.